Event description:
It was reported that during an attempted update the programmer turned off. Attempts to power it back on were unsuccessful, even using different power outlets. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. Additionally, the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to power up and attributed it to the link electronic module (lem) board being out of specification electrically. Due to a lack of available replacement lem boards the programmer was to be scrapped and replaced. (B)(4).